Event description:
On (B)(6) 2005, the patient was initially treated for a descending thoracic aneurysm with three gore tag thoracic endoprostheses. The initial procedure went without incident, and the patient did well postoperatively. Follow-up computed tomography angiography (cta) taken yearly for the next six years showed continued sac shrinkage with no evidence of endoleak. On (B)(6) 2012, the patient presented with chest pain. Follow-up imaging performed on december 30, 2012 showed sac enlargement (amount unk) with contrast outside of the endograft about midway down the previously repaired segment. It is unk what type of endoleak was present on (B)(6) 2013, a reintervention was performed whereby three conformable gore tag thoracic endoprostheses were implanted to reline the originally implanted tag devices. No further adverse events were reported.

Manufacturer narrative:
Attempts to acquire info required for this form were made by gore.